Event description:
It was reported that during an unknown procedure, the customer reports that the device hadn¿t loaded the clips correctly and the physician wasn't able to close the blood vessels. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Results found that the er420 device was returned in good visual condition. In order to replicate the reported incident the device was tested for functionality; upon testing the instrument was cycled and it ejected ten clips; finally the device locked out as intended. It could not be determined what may have cause the found condition. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.